Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures and insulin pump stopped working and down arrow button was not responding. The customer¿s blood glucose level was unknown. The customer states they were able to clear the alarms. Fill cannula was recorded in daily history. The customer stated that self test did pass. The customer stated that insulin pump received two insulin pump error and self test failed. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted or keypad anomaly noted. Device passed the self test, displacement test, active current and sleep current test. Device was monitored and no anomaly, blank display noted during testing. However, pump error 63 alarm confirmed in device history file due to broken trace at keypad assembly.